Event description:
It was observed during the device inspection, that the subject device exhibited the bending section cover had foreign objects, error e315 occurred and due to burn on plastic distal end cover the insulation resistance value at distal end does not meet the standard value. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the edge of the bending section cover; however, the type of material could not be identified. The user conducted reprocessing in accordance with instructions for use. Additionally, the error code was investigated. It was determined that there was likely a bad electrical contact that occurred at the contacts of the electronic board inside the scope connector and corrosion inside the scope connector. The burn on the plastic distal end cover was not confirmed. There was no conclusive root cause for the reported events. The foreign material and error code event can be detected/prevented by following the instructions for use which state: operation manual 3.3 inspection of the endoscope the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. The plastic distal end cover burn event can be detected/prevented by following the instructions for use which state: operation manual chapter 4.2using endotherapy accessories. High-frequency cauterization treatment: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Laser cauterization treatment: to avoid patient injury, burns, bleeding, and/or perforation as well as damage to the endoscope, do not activate laser radiation before confirming that the tip of the laser probe appears in the proper position in the endoscopic image. Keep an appropriate distance between the target and the endoscope¿s distal end, and always use the lowest power output possible. Olympus will continue to monitor field performance for this device.